Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display screen was dim, discolored and difficult to read.

Manufacturer narrative:
(B)(6). Submitted: 04/22/2013, device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on 03/25/2013 with the following findings: on investigation, the display was noted to be faded, discolored and difficult to read. A test display was connected to the pump and illuminated properly.